Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a blank display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The mother stated that there might be a hairline crack on the reservoir window and on the battery compartment; it is unknown how the damage occurred. A replacement battery cap was shipped to the customer was but it is unclear whether that resolved the issue or not. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.